Event description:
On (B)(6) 2012 customer reported a leak at the needle cartridge of the lh500 instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) assisted the customer with troubleshooting, via phone. Fse instructed the customer to replace the tubing through pv21 to vc3. Customer replaced the tubing and verified that the leak had been fixed.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).